Event description:
The pump was returned for investigation. Investigation revealed contamination under the button contacts, that the display screen was dim, faded, and discolored, and that the battery compartment was damaged. This report is made based on results of investigation completed on 06/09/2015.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 06/09/2015 with the following findings:investigation revealed that the keypad was peeling up at the base. All keypad buttons responded normally to button presses. The keypad cover was removed and there was evidence of contamination found under the up arrow, ok, and contrast button contacts. Additionally, investigation revealed that the battery compartment was cracked and the display screen was dim, faded, and discolored. (B)(6)